Event description:
Customer reported an unidentified fluid leak from the aia-360 analyzer. The customer had verified that the bf wash probe tubing was connected. This is a reportable event based on delay in reporting patient results for intact parathyroid hormone (ipth) analyte.

Manufacturer narrative:
An investigation was performed in response to a complaint of an unidentified fluid leak on the aia-360 analyzer. The device was being used for diagnosis during the complaint event. By phone, a field service engineer (fse) had followed-up with the customer and the site had already discovered the source of the leak. It was the waste line on the outside of the instrument to the waste bottle. The site had trimmed the cracked end and was able to get a good seal without leaking. This investigation confirmed a leakage/seal issue due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. A 13-month complaint and service history review for serial number (B)(4) from the date of 15feb2021 through aware date 15mar2022 was performed for similar complaints. There were no similar complaints identified during the search period.